Event description:
Additional information was later received indicating this left ventricular (lv) lead also exhibited loss of capture. No additional adverse patient effects were reported. This lead remains out of service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to dislodgement. The lead was explanted and replaced with a competitive product. No additional adverse patient effects were reported. This device is no longer in service.